Event description:
In late january, the pt was feeling unwell while at a refill clinic. At the time, this was thought to be due to the cellulitis which the pt was suffering with . In the middle of february, the pt was admitted to hospital due to suffering from hallucinations and confusion. The hospital staff treated this as though it was sepsis linked to the pt's cellulitis. After the pt's acute symptoms had settled down, the pain team was asked to attend to the pt's pump to refill it . At that time, 18ml was withdrawn from the pump rather than the 4-5ml that was expected. A refill was performed and the pt was brought back 2 weeks later on the 9th march; 18ml was withdrawn again. No alarms were occurring at either of these refills. The pt was taken into surgery for pump replacement and catheter examination; on the table, the catheter was shown to be patent. A new pump was implanted. Once the pump was explanted, while it was sitting on the instruments table within the sterile field for 10-15 minutes the pump started to alarm. On interrogation, the pump logs showed that a low battery alarm was occurring. It was then felt that the pump battery was failing (not delivering baclofen) and the acute incident treated as sepsis was actually baclofen withdrawal which resulted in a prolonged hospital stay for the pt. There was a question as to why the low battery alarm did not occur earlier if this was the case. The pt will be slowly titrated back to a therapeutic level with the new pump.

Manufacturer narrative:
(B) (4).